Event description:
It was reported that the rigid video laparoscope had blurring of image there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device (r unit) was broken and therefore the pixel shift is incorrect. A root cause could not be definitively identified. However, based on the investigation results, the malfunction is most likely attributable to a component failure. The observed image blurring is caused by damage to the charge-coupled device (ccd) (r unit), and the pixel shift was found to be incorrect. Therefore, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.